Manufacturer narrative:
B5: upon review, cook is not the labeled manufacturer of the complaint device. Cook is not responsible for reporting or further investigation for this complaint. The correct manufacturer has been notified of this occurrence and is aware of reporting requirements. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Age: (B)(6) years old. Weight: (B)(6) lbs. Common device name: unknown. Device available for evaluation: unknown. PMA/510(k) #: unknown. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a entuit gastrostomy br lp balloon retention feeding tube with enfit connection was used in an approximately (B)(6) year old patient with possible esophageal cancer. Physician reports "leakage" of the device. As reported the device "has not been removed at this time, but it probably will be. Will be reverting to an older product." No other adverse effects were reported for this incident. Additional information regarding the event and patient outcome has been requested but is currently unavailable.